Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tvh, extensive lysis of adhesions.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 1/26/2016. It was reported that patient underwent I&d of perianal abscess with excision of skin tag on (B)(6) 2012 due to perianal abscess. It was reported that patient underwent exam under anesthesia, I&d of perirectal abscess and seton placement on (B)(6) 2013 due to fistula in ano, perirectal abscess. It was reported that patient underwent exam under anesthesia, with fistulotomy and marsupialization of the fistula on (B)(6) 2013 due to fistula in ano. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.